Manufacturer narrative:
The cutter has been requested for evaluation however to date we have not received it. The sterilization and lot history records were reviewed and found to be acceptable.

Manufacturer narrative:
One opened vitrectomy cutter from a bl5523 pack, lot v2486 was returned for evaluation. Visual inspection found the needle bent and the port window in the opened position. Dried solution was visible in the tubing. A functional test found the cutter was partially clogged. Due to the weak aspiration caused by the obstruction, the cutter was not producing clean cuts. Once the obstruction was removed with compressed air, the cutter had good clean cuts and aspiration as intended. The cause of the bent needle and of the obstruction cannot be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that during the procedure, the cutter failed to cut at 5000cpm. There was no report of impact or injury to the patient.